Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an uphold apical suspension procedure performed on (B)(6) 2013. According to the complainant, the suture was passed through the ligament and the suture frayed and broke outside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(6) is the subject identifier for the patient in the super study, not the "study number" as previously reported. The original reported patient identifier "(B)(6)" is still valid; (B)(6) is an additional identifier which is the one used for the study.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an uphold apical suspension procedure performed on (B)(6) 2013. According to the complainant, the suture was passed through the ligament and the suture frayed and broke outside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown,however, it was reported the patient was over 18 years. (B)(4).

Manufacturer narrative:
Additional information: (B)(4). Both legs of the mesh assembly were returned. Visual evaluation found that the leader loops were cut and sleeves intact on both legs. Both dilators had tool marks present on them. The lead suture of one leg assembly was broken, and the suture was frayed at the end. Review and analysis of all available information indicated the most probable root cause for this event was operational context, as procedural factors most likely limited the performance of the device. It is likely there was difficulty passing the device through the sacrospinous ligament and the tensile force on the device overcame the strength of the suture, causing it to break off. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an uphold apical suspension procedure performed on (B)(6) 2013. According to the complainant, the suture was passed through the ligament and the suture frayed and broke outside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.